Manufacturer narrative:
On january 25, 2024, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided the following additional information. The patient underwent breast implant removal on (B)(6) 2023. A patient identifier was provided and the appropriate field has been populated. On (B)(6) 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to have two areas of missing material (missing material a, and missing material b). One measuring 0.2 cm x 0.1 cm, and the second (missing material b) measuring 5 cm x 4 cm, both united by a tear, measuring 2 cm. Microscopic examination was performed on the edges of the tear and the missing material a and b, no parallel striations were found in an area of the tear and both missing materials. Therefore a thickness measurement was conducted on the shell at the tear and missing material b, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the tear and the missing material b, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Based on the information currently available, a visual evaluation of the missing material a indicates that the implant could have been damaged by an instrument during implantation. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation or other surgical procedures. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 11, 2024, mentor became aware that incorrect information was inadvertently submitted in the initial report. The manufacturing site and accompanying information should have been reported using the mentor texas information. Manufacturer¿s reference number: (B)(4). In the initial, g1 - manufacturing site name, manufacturer site addr. Street line 1, manufacturer site city, manufacturer site state code, 1. Manufacturer site zip code, manufacturer site country code, and manufacturer site phone should have been populated with the following respective order: mentor texas (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. H9 FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 200cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant by a medical professional. As a result, the patient underwent breast implant removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.